Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events/quantity.

Event description:
It was reported that the patient underwent a total knee replacement surgery in 2019 and the suture was used. During closing the joint knee capsule, the suture broke. The procedure was not delayed. There were no patient consequences reported. Additional information will be requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot mm5093, mfg. Date - 11/29/2018, exp. Date - 10/31/2023. Lot mkz742, mfg. Date - 9/14/2018, exp. Date - 8/31/2023. In addition, a review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified. It was reported that the device had performance breakage suture. It was received for analysis two sealed boxes and two opened boxes with twenty -one and twenty -eight unopened samples of product code j519, lot mm5093. As total 121 unopened samples were received for evaluation. During the visual inspection of thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. It was received for analysis a sealed box and fifteen unopened samples of product code j519, lot mkz742. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Fourteen unopened samples of product code j519, lot mm5093. The complaint issue was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Thirty-five unopened samples of product code j519, lot mkz742 were returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.